Event description:
It was reported that a spectrum infusion pump had 613 instances of "downstream occlusion" alarms in the event history log. It was also reported that there was no patient incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.